Event description:
It was reported that allegedly a pta balloon dilatation catheter could not be completely deflated after being used to dilate two stenoses in a left basilic humeral av fistula. Reportedly, the balloon was inflated to 7mm, however satisfactory seal of the fistula could not be achieved. The balloon was then inflated to 8mm and the vein ruptured demonstrated by extravasation of contrast media. Despite several minutes of compression at low pressure, the extravasation remained. It was then impossible to deflate the balloon catheter. The physician then punctured the balloon through the 8 fr introducer sheath without difficulty. A tracheobronchial stent was implanted within the treatment site with very satisfactory results with patency of the fistula.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the qc testing. This lot met all release criteria. The complaint sample has been returned and the investigation is currently underway. This is the only complaint reported to date for this lot number.